Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01214. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevation in lactate dehydrogenase could not conclusively be established through this evaluation. Evaluation of the submitted log files appeared to show the system operating as intended. The patient remains ongoing on vad support with no further related issues reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s lactate dehydrogenase (ldh) has been treading up. On the day of implant on (B)(6) 2018, the patient¿s ldh was 275 u/l, on (B)(6) 2018 ldh was 471 u/l and on (B)(6) 2018 ldh was 803 u/l. The manufacturer¿s technical services representative reviewed the submitted log file and no unusual events seen within the log file. Additional information was requested but not provided.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had ldh drawn on (B)(6) 2018, which resulted at 803 u/l. This test was done again on (B)(6) 2018, and the ldh resulted at 450 u/l. There were no alarms for this event and it was considered resolved/recovered on (B)(6) 2018.

Event description:
Additional information was received that the patient developed non-sustained ventricular tachycardia post-op and was placed on IV amiodarone per the hospital protocol. The patient also experienced atrial fibrillation on (B)(6)2018 and (B)(6)2018. The patient continued on oral dose of amiodarone post discharge. The patient was extubated post-op day 1 but was intubated for respiratory failure on (B)(6)2018. The patient was extubated and stable on (B)(6)2018.

Manufacturer narrative:
Section b3, b5, h6: additional information.